Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ secondary set c61 leaked. No serious injury or medical intervention was reported.

Event description:
It was reported that bd phaseal secondary set c61 leaked. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation was performed based on picture provided and customer description of issue. DHR contains results of test for leakage and all samples passed. Potential root cause is incorrect segregation of product at machine start up. This is isolated incident there is no trend in complaints on this issue.